Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle after a cardiac ablation procedure using an 8f sheath. Reportedly, the knot did not advance into the anatomy. The suture was cut. There were two puncture sites, therefore the second prostyle was never used in the anatomy at all and it was decided to use manual compression to achieve hemostasis at both puncture sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty advancing the knot may include, but are not limited to, the user tensions rail suture without distal advancement with knot pusher; the user tensions/advances non-rail (white) suture. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.